Event description:
During lap gastric bypass, tip fell into pt.

Manufacturer narrative:
Examination of the subject device confirmed issue. The break appeared to be a straight clean break. Indicating that there must have been a hairline fracture in the tungsten carbide insert before failure occurred. The instrument does not appear to have a manufacturing or component defect. The root cause can be attributed to mechanical overstress. Source of this overstress cannot be determined at this time, but usually occur during handling and may have been encountered during reprocessing set up, transportation or other types of handling. Device history report for this reported lot showed no issues.